Event description:
Air leaks/ air bubbles when applying negative pressure while prepping. No additional patient/ lesion information is available. There was no reported patient injury. The product was clinically used and will be returned.